Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the chassis cannot be pushed downward smoothly, and there is a sense of resistance during startup. The testing was conducted by the business team, with no patient involvement. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of failed safety mechanisms is confirmed; however, the exact cause is unknown. Three videos of three safestep devices were returned for evaluation. An initial visual observation of the first video showed the device held within the clinician's hands. The clinician attempted unsuccessfully to advance the safety mechanism down the needle cannula. The mechanism appeared to encounter a notable resistance that impeded proper activation. The second video showed the device implanted into a test fixture while a clinician attempted to activate the safety mechanism. The clinician was successful; however, notable resistance was again observed as the mechanism was advanced along the needle cannula. The third video showed a device implanted into a similar test fixture with a clinician attempting unsuccessfully to advance the safety mechanism. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.